Event description:
Report received from abbott international affiliate (abbott-canada) which states, "patient was received in the cvicu and the post-op chest x-ray revealed that the pa catheter had coiled in the patient's jugular vein/superior vena cava." Although additional information was requested, none had become available.